Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the surgeon was dissecting the bone too close. The bur hit the hood and the hood cracked. The metal pieces were not retrieved from patient's shoulder.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: hood is cracked. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the bur came into contact during activation chipping the hood. The reported failure mode will be monitored for future reoccurrence. Mfg date: 05/18/2016. (B)(4).

Event description:
It was reported that the surgeon was dissecting the bone too close. The bur hit the hood and the hood cracked. The metal pieces were not retrieved from patient's shoulder.